Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units monitor is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The display was out of sync and the fse resolved the issue by cleaning the electrical contacts. Check cable integrity. Functional display test. Functioning tests carried out with positive results. The unit has been repaired and cleared for clinical use.

Event description:
N/a.